Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose of 451 mg/dl and diabetic ketoacidosis (dka). The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the ICU. Reportedly, the customer¿s health care professional stated an ulcer potentially developed due to dka. The customer anticipated being released from the ICU the following day, however, the customer declined follow up from tandem technical support to confirm. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.